Event description:
It was reported that this right atrial (ra) lead was micro dislodged after a heart surgery and then completely dislodged during an ablation procedure. The physician elected to use a new ra lead as damage to this lead was unknown. A new ra lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right atrial (ra) lead was micro dislodged after a heart surgery and then completely dislodged during an ablation procedure. The physician elected to use a new ra lead as damage to this lead was unknown. A new ra lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.